Event description:
"Dr. (B)(6) wanted to close the endoleak with the implantation of two treo legs. The defective leg could not be advanced properly and showed a kink in the shaft immediately upon insertion. Dr. (B)(6) then broke off the implantation of this leg and used a new one that was easy to implant. According to dr. (B)(6), the patient's CT showed no parameters outside of the IFU." Patient outcome: "the patient was provided with two treo legs that excluded the endoleak again."

Event description:
"Dr. (B)(6) wanted to close the endoleak with the implantation of two treo legs. The defective leg could not be advanced properly and showed a kink in the shaft immediately upon insertion. Dr. (B)(6) then broke off the implantation of this leg and used a new one that was easy to implant. According to dr. (B)(6), the patient's CT showed no parameters outside of the IFU." Patient outcome: "the patient was provided with two treo legs that excluded the endoleak again."